Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13f03071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. A review of all batch record documents was performed for potentially associated lot number h13e22024 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for this batch with an exception noted for the batch, however, the exception did not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The pt was hospitalized for the event and began treatment with an unknown antibiotic for almost one month. The cause of the peritonitis was unknown. After being admitted to the hospital, the pt was discharged to a rehabilitation center. Fifteen days later, the pt was recovered from the peritonitis and discharged home from the rehabilitation center. Dianeal therapy remained ongoing. Additional information was requested but is not available. This is report 1 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).